Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the filter bag could not be withdrawn from the retrieval sheath. A 190cm filterwire ez was selected for a carotid artery open surgery. During the procedure, the filter bag could not be withdrawn from the retrieval sheath. The filter bag was left opened when removed together with the unspecified catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection was performed. The protection wire is kinked, moreover, residues were found between sheath slit and protection wire, also the spring tip was stretched and curvy. The wire was found exposed through sheath slit. The outer diameter (od) dimensions were found within specification. Sheathing and unsheathing test was not perform due the device condition. Sheathing and unsheathing test was not perform due the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the filter bag could not be withdrawn from the retrieval sheath. A 190cm filterwire ez¿ was selected for a carotid artery open surgery. During the procedure, the filter bag could not be withdrawn from the retrieval sheath. The filter bag was left opened when removed together with the unspecified catheter. No patient complications were reported and the patient's status was stable.